Event description:
Dr. (B)(6) reported that a female patient was injected into nasolabial folds with 2 radiesse syringes. Two hours post injection the patient experienced possible allergic reaction manifested by facial swelling, was admitted to the hospital and intubated to protect the airway. During consultation with (B)(6) at merz aesthetics, dr. (B)(6) stated this patient has received fillers in the past and has not had any ill effect. Two hours post treatment the patient called and stated she was developing severe swelling where the radiesse had been injected. He opted to send her to the emergency room where she was evaluated and monitored; she was admitted and subsequently intubated overnight. Potential etiologies were reviewed, lidocaine or latex allergies, recent history of illness or infection, underlying allergies or history of anaphylaxis or autoimmune disease. It might be worthwhile inquiring about a personal or family history of hae (hereditary angioedema). The topical tetracaine and silvadene creams are also potential causative agents. Dr. (B)(6), merz aesthetics consulted with dr. (B)(6) and the nurse practitioner (np) injector, it appears that the patient had a very early onset of pan facial edema; she is presently in the hospital being treated with steroids and antihistamines. She was treated in a timely fashion. Per dr. (B)(6), this may be true mast cell mediated angio edema. On (B)(6) 2012, dr. (B)(6) stated patient's swelling reduced slightly, she remained hospitalized and intubated. The np stated patient's diagnosis is angio-edema; no anaphylactic shock experienced; blood pressure was stable. On (B)(6) 2012, dr. (B)(6) stated that the patient remains in the hospital, intubated for protection of the airway. He will recommend the patient sees an allergist for evaluation. The np stated the patient developed uti over the weekend and is on keflex. She is also on propofol, IV continuous drip for sedation. As of saturday, (B)(6) 2012, her neck is swollen, the facial swelling improved. She is on ventilator at low speed. Per the np, the patient was injected with botox, 18 units in crow's feet, on the same day when she received her radiesse injections. The np notified allergan, manufacturer of botox of the patient's adverse event. On (B)(6) 2012, the np stated the patient recovered and was released from the hospital after two weeks stay. She was on ventilator for seven days. She was placed on coumadin and was kept in the hospital in order to adjust the coumadin dose.

Manufacturer narrative:
A review of the device history records indicates the reported lot number met all specifications prior to release.